Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Pump was received with error alarm during basic occlusion test due to faulty. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube.